Event description:
Boston scientific received information that a red alert for high shock impedances was detected on this right ventricular lead. No information could be initially obtained from the field about the lead information or any remedial action on the system. However, recent information was obtained about the lead and the physician noted at a follow up that the impedance levels have returned to normal and therefore no extra follow up will be required. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.